Event description:
Caller reported they had the device removed on (B)(6) 2026. Caller stated they didn't use the therapy anymore because it didn't cover all of their pain areas. The patient had their spine fused and no longer need to use the therapy. Reviewed disposal of equipment including battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.